Event description:
It was reported that during a procedure, the tip broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow-up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Manufacturer narrative:
D3: correction: manufacturer entity is 1941, a division of stryker corp. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the tip broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.